Event description:
It was reported that unscheduled filter retrieval procedure was performed for complaint of chest pain and three detached filter limbs. The filter and one detached limb were retrieved successfully; however, one filter limb remains in the pulmonary artery and the second limb remains embedded in the ivc wall. The patient was reported to be asymptomatic following the procedure.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.